Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer notified baxter corporate product surveillance (cps) of one one-link needlefree IV connector in which the patients are experiencing resistance after a quarter turn while attempting to connect the tubing to the cap. This results in the patients believing that the connection is secure and engaged. However, since the cap is not fully depressed, the infusion will not run. There was no patient injury or medical intervention associated with this event. No additional information is available.